Event description:
It has been reported that during a knee arthroplasty, the articular surface would not attach correctly with the tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: medical product: nexgen stemmed tibial component, catalog#: 00598003702, lot#: 63160438. Complaint sample was evaluated and the reported event was confirmed. Device was returned and examination of the returned part determined that the part is damaged and has dings and gougings on the distal side. Locking rail is flared out on the medial and slightly damged on the lateral side. Dovetail feature is also compressed on the medial side and flared out on the lateral side. Heavy damage is also observed in the insertion notch area. Dimensions were found conforming to print specifications where measured. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Visual examination identified that the dovetail feature was compressed on one side, flared out on another side and the rail was damaged. This indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It was reported that surgeon was able to implement another articular surface with the same tibial component which confirms that there was no issue with the tibial component. It is likely that the problems encountered are related to surgical technique. Root cause is determined to be use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.